Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were malformed. A new device was used to complete the procedure. No patient impact.

Event description:
The user received questionable hemoglobin a1c results and provided data for 65 patient samples. Of the data provided, the results for 19 patient samples were discrepant. All initial testing was performed on (B)(6) 2010 and all repeat testing was performed on (B)(6) 2010 on another integra 800. Patient sample 1 initial result was 15.04 %, repeat result was 5.40 %. Patient sample 2 initial result was 13.62 %, repeat result was 5.99 %. Patient sample 3 initial result was 9.49 %, repeat result was 6.89 %. Patient sample 4 initial result was 19.18 %, repeat result was 8.6 %. Patient sample 5 initial result was 16.60 %, repeat result was 6.25 %. Patient sample 6 initial result was 11.90 %, repeat result was 6.13 %. Patient sample 7 initial result was 10.32 %, repeat result was 5.74 %. Patient sample 8 initial result was 13.22 %, repeat result was 7.34 %. Patient sample 9 initial result was 11.23 %, repeat result was 5.60 %. Patient sample 10 initial result was 16.12 %, repeat result was 9.09 %. Patient sample 11 initial result was 14.96 %, repeat result was 5.67 %. Patient sample 12 initial result was 14.94 %, repeat result was 9.61 %. Patient sample 13 initial result was 10.08 %, repeat result was 5.44 %. Patient sample 14 initial result was 14.73 %, repeat result was 5.10 %. Patient sample 15 initial result was 12.00 %, repeat result was 7.24 %. The initial result was reported outside the laboratory for patient samples 1 through 15 and was corrected with the repeat result. The user could not provide information concerning if the patients were adversely affected. Patient sample 16 initial result was 23.66 %, repeat result was 7.0 %. Patient sample 17 initial result was 12.07 %, repeat result was 6.0 %. Patient sample 18 initial result was 19.95 %, repeat result was 5.9 %. Patient sample 19 initial result was 19.09 %, repeat result was 5.7 %. The initial result for patient samples 16 though 19 was not reported outside the laboratory. The repeat result was reported outside the laboratory for these samples. The hemoglobin a1c reagent lot number was 62628601. The field service representative found two reagent syringes were leaking. He replaced the reagent syringes and primed the fluid system. To verify the analyzer operation, he ran calibration and quality control with results within the specified limits.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.